Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) as a boxed unit, pre-implant. A boston scientific technical services (ts) consultant suggested the device be sent back for analysis.